Event description:
Wire ¿pd¿ measurement would not show up. Wire was disconnected and reconnected several times and the issue did not resolve. A second wire was used. Manufacturer response for pressure guide wire, philips healthcare (per site reporter). Provided a no charge replacement.